Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7297061, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing radicular pain in the legs following a trial procedure. The physician mentioned that something might had happened during the lead entry which resulted to csf leak and the pain. The patient was given pain medication and patient's trial leads were explanted. The explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing radicular pain in the legs following a trial procedure. The physician mentioned that something might had happened during the lead entry which resulted to csf leak and the pain. The patient was given pain medication and patient's trial leads were explanted. The explanted leads were discarded by the medical facility and will not be returned. Additional information was received that the patient was doing well postoperatively and the patient's pain had subsided.